Event description:
It was reported that a malfunction alarm with code malf 12 occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction recurred. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy.